Event description:
The customer reported that the system will not boot. A "fsck" errors was displayed.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced the hard drive and reloaded the software. The system functions as intended.